Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) spinal pain. It was reported that the patient has been having a hard time getting a good connection with their recharger, and it was taking the patient approximately 6-8 hours to charge the ins. When they were recharging, they would have to push really hard on the charger to get a good connection, which would be followed by pain and tenderness at the ins site for 2-3 days. The patient feels the ins is crooked / sitting sideways in their body. The rep reported the patient would monitor how charging goes for the next few months, and if necessary, will discuss ins pocket revision with their doctor. No further complications were reported or anticipated.